Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the right atrial lead exhibited oversensing of noise resulting in inappropriate mode switch episodes. Programming changes were made. There were no patient consequences.